Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a hypoglycemic episode after a meal while using the ilet system, with subsequent rebound hyperglycemia associated with self-correction behavior; review of logs showed a nadir of 69 mg/dl and a peak of 281 mg/dl, and the user reportedly used oral carbohydrates (icing and peanut butter) to treat the low and had been using meal announcements as corrections. Symptoms included hypoglycemia without reported loss of consciousness or other acute complications. Outcomes included transient low glucose lasting minutes and elevated glucose for several hours without medical intervention or hospitalization. Investigation included review of device data, patient coaching on proper meal announcements and low-glucose treatment, and a guided device reset with configuration updates. Investigation of this case revealed user management factors, including overtreatment of lows and corrective use of meal announcements, which were addressed through troubleshooting and education; no device alarms were reported. It was concluded, based on previously established findings for similar reports, that user technique and therapy management were the most probable contributors.